Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 119mg/dl. Tandem technical support guided the customer through performing an infusion set change. An infusion set change was performed to address the occlusion alarm. No troubleshooting was performed to determine a possible cause of the occlusion alarm as the customer was in a hurry to end the call.